Event description:
Pt moved out of nicu due to smoke generated by a neoblue 2 device. No pt injuries occurred due to this incident.

Manufacturer narrative:
The returned device is undergoing evaluation at this time. Initial review of the returned device shows evidence of a component overheating on a printed circuit board. Damage to the component is consistent with the report of smoke emitted from the device (without fire). Further investigation is continuing into the failed component. A follow-up report will be submitted when the investigation is complete.